Manufacturer narrative:
The returned device was evaluated. During investigation it was found that after turn-on and boot up, the device immediately displays the "audio speaker fault" error message and 6 beeps were heard. Due to the 6 beep condition the unit was unable to engage in monitoring and obtain spo2 readings. The speaker cable was found disconnected, once connected the unit was able to boot up and engage in monitoring, however the touchscreen did not respond to any activity. After replacing the touch screen the unit was able to navigate through the menus properly. During further testing of the device which included turning the radical 7 on and off 10 times the device failed intermittently 3 times and displayed the "error in data storage" message. The instrument board was replaced and the unit functioned as designed.

Event description:
It was reported that the "touchscreen responds intermittently, error with data storage and speaker error." Also when monitor is connected to the patient after a short while the screen changes to the menu screen which is then difficult to change back to the monitor screen. Not helpful when you try to monitor a patient. Also when this happens and you try to turn the monitor off it freezes. There was no known impact or consequence to patient.